Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. The tubing set was to be used to deliver an unspecified medication, at an unspecified rate. At an unspecified time prior to pt use, an unspecified volume of solution leaked from the tubing of the tubing set, proximal to the pump. The tubing set was replaced and the therapy was initiated. Though requested, no add'l info was provided.